Event description:
Impella CP was inserted via percutaneous left femoral access site in a 18-year-old female patient presenting with acute myocardial infarction/ cardiogenic shock. The patient¿s comorbidities were not provided. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage E.Approximately 10 minutes after implantation in the catheterization laboratory, while the pump was reportedly functioning normally, the aortic and left ventricular placement signals abruptly disappeared; however, motor current remained pulsatile, flow was maintained, and device performance was not impacted. The placement signals spontaneously returned after approximately 5 seconds. Approximately 5 minutes later, a ¿Control Error¿ alarm was displayed on the Automated Impella Controller (AIC). The AIC was exchanged, and the replacement controller functioned normally without further issue. At the time of the event, the Impella CP was operating at P-2 and providing approximately 1.7 L/min of flow with a sodium bicarbonate purge solution. Pump position was confirmed by echocardiography, and no pump replacement was required. The issue was resolved following AIC replacement, and the pump remained in clinical use until explant. The patient experienced a poor clinical course with persistent severe cardiogenic shock and was ultimately transitioned to comfort care; Impella support was withdrawn and the patient expired.The patient's death and withdrawal of care were associated with the underlying critical cardiogenic shock, severe clinical condition, and poor prognosis despite support, and no information was provided to directly attribute the patient outcome to the reported device issue. However, the delay treatment to exchange the AIC console cannot be conclusively ruled out as a contributing factor.

Manufacturer narrative:
A5 is unknown.The Impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.